Event description:
A customer reported unexpected negative reactions for a patient with the antibody screening assay on galileo echo instrument (B)(4).

Manufacturer narrative:
A review of the plate image files showed that negative reactions were obtained. The test wells visually appeared (B)(6). The customer was made aware that all negative antibody screening and identification results on the echo were to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(6) on (B)(6) 2009.